Manufacturer narrative:
A follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples.

Event description:
One discordant, falsely depressed calcium_2 (ca_2) result was obtained on a single patient using atellica® ch 930 module. The initial result was reported to the physician(s). The sample was repeated 3 times using an alternate atellica® ch 930 module. The first repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca_2 result.